Event description:
During a robotic bronchoscopy with endobronchial ultrasound, the magnetic swivel connector (intuitive surgical, inc; ref #490108) disconnected several times and it began to leak anesthetic gas into the room at the upper port (into which the robotic instruments and bronchoscopes are introduced into the patient). The final time it disconnected, the swivel connector began venting the gas into the room (with no gas being received by the patient). The minor procedures technician had been asked to hold the connector in place, resulting in the technician inhaling the gas for a total of 8 (eight) minutes. The technician was subsequently able to finish the procedure without further incident. However, the equipment malfunction caused the crna to lose the ability to monitor the patient efficiently until the technician insisted to the physician and the representative from intuitive surgical, inc. That the connector be changed, at which point the crna also disengaged the gas and began using propofol, and the procedure concluded without further incident.